Event description:
It was reported that during the implant procedure the lead's helix was unable to be retracted as the physician was very physical with the stylets and lead due to the patient's tortuous anatomy. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.